Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: received information as following from sales rep via phone today. Were there patient consequences? If yes, please specify. No. Please provide lot number. Unknown. How long was the delay? Please specify in minutes. Unknown. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Unknown. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. No device can be returned. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2024 and barbed suture was used. During the procedure, the operating room teacher reported that during the surgery on the morning , the doctor on the operating table started suturing with suture. However, the suture had split and could not be used, and two needles of the same model were used consecutively, resulting in sample problems and delaying the surgical process and operation time. Changed another one to complete surgery. No adverse patient consequences were reported. Additional information was requested.